Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6)/2025. On the same day the sensor was inserted, the pediatric patient experienced a skin reaction with itching, and rash, underneath sensor pod area only. The reaction was treated with a prescription of an oral antibiotic, amoxicillin. The patient was admitted for 2 days due to the skin reaction, and at the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.